Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid (psol) valve. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).

Event description:
A report was rec'd frpm the USA sating that an 840 ventilator was inoperative. The device was not being used on a patient when event occurred. The date of the events was not reported.